Manufacturer narrative:
Submit date: 8/17/2017.

Event description:
The customer states that during preventive maintenance, the enteral feeding pump will not stay powered on. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of will not stay powered on. The unit was triaged and the reported issue was confirmed. Corrosion was found inside of the unit. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.